Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Note: an internal corrective action has been created to address the root cause of this late report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female who underwent a breast augmentation revision with a mentor memorygel xtra, 450cc silicone breast prosthesis experienced left-sided silent rupture post procedure. The issue was diagnosed through MRI examination. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
Additional information received on november 7, 2023 indicated that the adverse event review clinical note and patient coding verification: clinical and patient coding were reviewed and verified on (B)(6) 2023 per (B)(4) with the currently available information in the crf. At the time of this review, the event of "no ae. Patient was referring to her original rupture" was inactivated in the crf. Manufacturer¿s reference number: (B)(4).